Event description:
Maude report mw5040319 was submitted to the complaint handling unit on (B)(4) 2015. Complaint handling unit received a maude report forwarded from post market surveillance dept. For MDR#5040319. Only additional and/or corrected information will be contained in this report. This report is against user facility medwatch #mw5040319. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.